Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the high voltage wires were detached from the auxiliary board. The cause of the test failure is the detached high voltage wires. The root cause of the detached wires cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the detached wires. The pt received a replacement monitor.